Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's uninterruptible power supply power box alarmed. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The service quotation was not accepted by the customer, since the issue was no longer occurring. Therefore, no service action was performed by the philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptible power supply power box alarmed, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.